Event description:
During the exchange of collimators, the customer reported: "detector 1 movement jammed in the middle, collimator is jammed, it could fall. We assembled the collimator cart, and head 1 was not completely fitted, and it jammed half way through the grip route."

Manufacturer narrative:
Note: we have not completed our investigation of this event at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).